Event description:
It was reported that during an unknown procedure the device did not staple. The procedure was completed with another device. There was no patient consequence.

Manufacturer narrative:
Date sent: 06/29/2007, information anticipated, but unavailable at this time.